Event description:
The product was used during an unspecified thyroid procedure. The suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported that no pt injury occurred.